Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
It was reported by the sales rep that "the scrub nurse found that the aortic cannula was stuck to the packaging as a piece of plastic packaging broke off sticking to the cannula." There was no patient contact, found at prep. Evaluation: inspection of the returned device found a piece of plastic material firmly attached to the body of the cannula. The complaint was confirmed. The root cause of the packaging attaching to the tray is undeterminable. It is unlikely that the failure is related to the design of the device, design of packaging or process controls related to either. From previous complaints it is speculated that an event specific to the handling of the device by the hospital contributed to this failure. The trend for this complaint type is in control. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by the sales rep that "the scrub nurse found that the aortic cannula was stuck to the packaging as a piece of plastic packaging broke off sticking to the cannula." No patient contact, found at prep